Event description:
On (B)(6) 2024, a 39-year-old male patient underwent a deep vein thrombosis (dvt) thrombectomy using inari devices. The patient had preexisting stents placed in the left common iliac and the left external iliac veins. The clot age was estimated at 21 days. During the thrombectomy, the revcore catheter became caught on one of the patient's preexisting stent struts but the entire device was able to be resheathed and removed from the patient. Balloon angioplasty and intravascular ultrasound (ivus) did not show any issues with the patient's stent and the procedure was completed without incident with approximately 100% clot removed. The patient returned approximately one week post-procedure and presented with swelling. A computed tomography (CT) scan revealed no injury to the patient's vein, but the patient had re-thrombosed and a stent strut was broken. The patient was then treated with lyrics and a second stent was placed.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There have been no similar complaint events for this lot number. The device labeling includes the following warning statements: "when revcore is in the path of an exposed stent with broken/fractured struts, a stent <10mm in diameter, or a stent compressed to <10mm, damage to the stent, the coring element, or dislodgment of the stent, etc. May occur." "Avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel." "Examine the revcore thrombectomy catheter prior to insertion to verify it is not damaged," "proceed with caution when using revcore in or near a recently deployed stent. The revcore thrombectomy catheter has not been tested for post-dilatation of stents." "Before inserting the catheter for use in patients with stents, ensure the guidewire is properly placed, and not threaded or entangled in the wire mesh or lining of the stent." Manufacturer reference: (B)(4).